Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a loud boom which defined as like a shocking sensation on the chest and smelled like something was burning. Which happened at once. As of this time, this ICD remains in service. No additional adverse patient effects were reported.